Event description:
It was reported that during a stent insertion procedure, the guidewire was stuck within the stent. Another stent was used to complete the procedure. There was not impact to the patient.

Manufacturer narrative:
The sample was received within the original packaging and the stent was broke off at the pigtail on the bladder side. Visual examination with a magnifier noted the broken section had stress marks and jagged edges possible indicating that the stent was stressed beyond its tensile capabilities. A review of the device history records for the reported lot did not show any problems or conditions that could have contributed to the reported issued. The labeling and instructions for use were found to be adequate and states the following precautions: "do not use if the package or product is damaged. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4).